Event description:
It was reported that a week before the patient had a sigmoidoscopy and that he was not sure if the stimulator was turned off prior to that procedure. The patient experienced a tingling sensation in the scrotum that increased in intensity following that procedure. The patient stated that he turned the stimulation off on (B)(6) 2012, but was experiencing pain at the implant site that was present with stimulation on and off. On (B)(6) 2012, the stimulation was turned back on, but then turned it back off again on the morning of (B)(6) 2012. The patient cannot walk or put pressure on the right leg, which is the side where the implant is located. The patient noted that he previously had an instance where a lead moved and he did not feel any stimulation, and the manufacturer representative reprogrammed the device to diagnose the issue. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3093-28, lot# v194452, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).